Manufacturer narrative:
Patient¿s weight is unknown. (B)(4), lot unknown. Device broke during insertion; device not considered implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inserting a 4.0 mm cannulated screw short thread/40mm into the bone of the ankle during an initial surgery of a right ankle fracture, the threads became dislodged from the screw. The threads uncoiled right off of the screw body. The screw was taken out with no threads attached. Threads remained in the patient¿s bone. The doctor was not worried about the threads being in the bone. It took 5 minutes to get the screw back out. The threads remained inside the patient¿s bone. The doctor completed the operation, with about a five (5) minute surgical delay. There was no patient harm. The device was disposed of at the hospital. This report is for one (1) 4.0mm cannulated screw short thread/40mm. This is report 1 of 1 for complaint (B)(4).